Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit battery isn't charging. Unit is down. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) checked unit over and found that the console was not locked into the cart so there was no connection and batteries did not charge, fse locked console to cart and all works as it should. He stated that it was operator error, batteries are now charging. Unit is cleared for clinical use.